Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were removed and retained by the medical facility.